Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, battery testing, a service history review, and a review of the alarm log were performed. A review of the service history revealed no issues that would have caused or contributed to the issue. The battery low alarm was identified during battery testing. The cause of the condition was determined to be low battery voltage. To correct the condition, the battery was replaced. The device was serviced to meet functional specification. A CAPA is currently open to further investigate this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a battery low alarm. No additional information is available.